Event description:
The recipient has reportedly experienced decreased performance. A review of the test data indicates impedance issues. Revision is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics considers the investigation into this reportable event as closed. The explanted device will reportedly remain with the recipient and not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.